Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customers' blood glucose level at the time of incident was 368mg/dl. The customer treated the high with manual injection. The customer states the alarm was resolved by changing infusion and reservoir. The customer was advised replacement would be sent. The customer was advised to monitor the device.